Manufacturer narrative:
Manufacturers ref#: (B)(4). Summary of investigational findings: a 73-year-old male patient who previously underwent tevar (thoracic endovascular aortic repair) for type b aortic dissection and evar (endovascular aneurysm aortic repair). The patient has a previously implanted gore aaa stent graft ¿ date unknown. Zenith custom made device implanted along with zta-pt-42-38-225 on (B)(6) 2019. There appears to be another thoracic stent insitu although no record can be found of this one. Patient presented in emergency dept of the hospital which was original implanting hospital and was transferred to another hospital for surgical repair of the ascending arch. According to the cook sales representative, the patient has more pressing anatomical issues that will need to be attended to first such as his arch. The patient was evaluated for repair of ascending aorta and arch, but it was noted that there was separation between the tapered zta-pt-42-38-225 (complaint device) and the cmd (related complaint: (B)(4). The sizing of the zta-pt and the custom-made device (cmd) seems to be correct, when assumed that the zta-pt (distal diameter 38mm) was deployed first, and that the cmd (diameter 40mm) was deployed into the zta-pt. Because there is no images provided from the initial procedure, it cannot be determined if there was adequate overlap between the 2 components at the time of initial repair. Wce assume that a final angiogram was performed as per IFU, to verify correct positioning of the graft. It is unknown whether a follow-up-imaging has been performed or not, but there is no imaging provided, other than the 5 year-postoperative. The follow-up imaging could have confirmed whether or not, it was disease progression over time which caused the separation and if there was adequate overlap between the 2 components at the time of initial repair. Review of the device history record gave no indication of the device being produced out of specification. An imaging review was performed by cri (cook research incorporated) according to provided planning documents, 5-year post-operative computer tomography angiography (cta) images and a complaint report dated on (B)(6) 2024. It is the imaging reviewer's impression, that about 5 years postop, there is component separation and complete loss of overlap between the distal end of the zta-pt and the proximal end of the cmd with a focal type 3a endoleak. Furthermore, there is increased dilation of this aortic segment to a diameter of 72 mm (46-49 mm on preop imaging), so disease progression is a possible cause. Aortic dilation and elongation at this segment, could have caused component retraction at the overlap zone. However, the tortuosity of the thoracic aorta appears similar to the preoperative images, whereas increased tortuosity would be expected with aortic elongation. Therefore, the aortic dilation, due to the patient's medical condition, could be the cause of the reported separation of components. Based on the provided information and according to the imaging review, the exact cause for this event, cannot be determined. However, aortic dilation, due to the patient's medical condition, could be the cause of the reported separation of components (type 3a endoleak). Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a gore device and zenith cmd is implanted along with tapered thoracic graft on (B)(6) 2019. There appears to be another thoracic stent insitu although no record can be found of this one. Patient presented in emergency department which was original implanting hospital and was transferred to another hospital for surgical repair of the ascending arch. It was noted in the imaging that there was graft separation between the tapered zenith thoracic stent (B)(4) and the custom graft (B)(4).